Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2005. During post operative monitoring and testing, a malpositioned acetabular cup was noted. Patient further alleges infection, changes in weight and changes in hearing/vision. A review of invoice history confirmed the initial surgery date and revealed that a revision procedure was performed on (B)(6) 2010 where the modular head was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-01835 & 02961 / 02962).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6)clinical study. It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2005. During post operative monitoring and testing, a malpositioned acetabular cup was noted. These findings were found due to follow up testing, there were no symptoms reported by the patient. Patient further alleges infection, changes in weight and changes in hearing/vision. There has been no reported revision procedure to date.